Manufacturer narrative:
(B)(4)

Event description:
It was reported when the clinic contacted the patient to schedule a follow up appointment, they were told by the patient spouse that the patient died at home from myocardial infarction (mi). There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.